Manufacturer narrative:
The device was received for evaluation. Flow rate testing was performed, and the results failed. The reported condition was verified. The cause of the condition could not be determined. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of not infusing properly. The pump was making sounds as if it were pumping, but there was no flow. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction a1, d10. Additional information/correction b5: it was reported that a novum iq large volume pump was not infusing medication (sodium chloride 3% bolus set at a rate of 999ml/hr for a volume to be infused of 250ml) during patient therapy. The pump was making sounds as if it were pumping, but there was no flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction f10/h6: health effect - impact codes. Additional information h6: type of investigation. Correction h6: investigation findings. Correction h6: investigation conclusions. Correction h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the issue was determined to be the temperature sensor calibration which required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.